Event description:
Cardio specialty mattress pro 2000 with control panel at foot of bed. An exact time length is undetermined, "approx 2 hrs"-pt's foot was against panel. Second degree burn occurred on rt foot. Panel was extremely hot. All panels were removed from beds and exchanged 1st working day.